Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mobicath, model # d-1400-11, lot number unknown; soundstar catheter, model # m-5723-18, s/n: (B)(4); c3 atrial recording catheter, model # d-1171-34-s, lot # 17481156l; webster quadrapolar catheter, model # d-1085-254-s, lot # 17535084m; webster 4-pole catheter, model # d-1085-413-s, lot number unknown; carto 3 system, model # m-4800-01, s/n: (B)(4); stockert 70 system, model # m-5463-01, s/n: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure under conscious sedation for ischemic ventricular tachycardia (isvt) with a thermocool smarttouch bi-directional navigation catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. During the second ablation on the left side, 20 seconds after starting, the patient went into complete heart block. Patient was temporarily paced via the quadripolar catheter, then via temporary pacemaker. Permanent pacemaker was inserted. Patient did not require extended hospitalization as a result of this adverse event. However, the patient did require extended hospitalization beyond the time required to recover from the adverse event for other unrelated medical issues. Patient outcome involves disability or permanent damage, although improved. Physician's opinion regarding the cause of the adverse event is that it was related to the catheter "jumping" up the septal wall to the his bundle region. There were no hardware errors reported. Hospital did not request equipment testing.